Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient's condition before and after the surgery was good.